Event description:
It was reported that when the penta stent was inserted into the artery, some resistance was felt. An attempt was made to carefully retrieve the device, but difficulty was encountered before the device was fully withdrawn. A minor perforation was noted in the mid-proximal portion of the artery, which was treated by deployment of another company's stent.